Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the catheter was explanted and replaced. The reason for the explant is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A flow study showed there was an issue with the catheter. The catheter was subsequently explanted and replaced.